Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to the patient's condition, surgical intervention is not planned at this time and the patient will be monitored. No adverse patient effects were reported. All available information indicates that this device remains in service. Attempts to obtain model/serial number of the device were unsuccessful.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Information was subsequently received that this device was explanted and replaced. No additional adverse patient effects were reported.